Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a part of the reservoir compartment broke off and the reservoir came out of the reservoir compartment. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a partially broken reservoir tube lip, minor scratches on the display window, a cracked belt clip slot, cracked battery tube threads, a cracked case at the reservoir tube window corner and a missing reservoir tube o-ring.